Manufacturer narrative:
The pt's age and gender were requested but were not received.

Event description:
It was reported the arthocare footswitch stopped working intra-operatively. The physician completed the procedure using a shaver. No pt complications were reported as a result of this event.